Event description:
Dialysis patient originally underwent thrombolysis of clotted av graft when the percutaneous thrombolytic avg broke off during retraction, leaving the basket at the distal end stuck inside the patient's av graft. Unable to remove a dialysis catheter the patient was discharged home. Patient was brought in the next day for removal of foreign body from left goretex graft. The procedure performed by dr was successful. The patient was ultimately discharged home.